Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse adjusted the power supply to 5vdc for optimal performance, and re-seated the fuses at the power supply. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.